Event description:
It was reported that diagnostic imaging revealed that the right ventricular (rv) lead exhibited fracture and clavicle crush, and the right atrial (ra) lead exhibited insulation damage and clavicle crush. The rv and ra leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of clavicle crush and fracture were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer and inner insulation were damaged and all filars of the outer coil were fractured/separated consistent with clavicle crush. The cause of the reported events is consistent with clavicle crush.